Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one shock as inappropriate therapy due to sensing of pacing signals produced by a non boston scientific implanted device. Technical services (ts) was consulted and discussed there was no data for the specific non boston scientific implanted. Ts discussed programming options and recommended further examination. This device remains in service. No additional adverse patient effects were reported.